Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller mentioned being involved with interstim patient t who had leads that were "out of whack" and doing MRI's. When asked if this was related to impedances, caller said that "out of whack" referred to impedances. Caller said this occurred about 6 months ago and caller didn't have any further information about this scenario. No symptoms reported.  No further complications were reported/anticipated at this time.